Manufacturer narrative:
This report is submitted on march 30, 2017. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2017. The patient was not reimplanted with a new device.